Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that patient lost weight and ins moved. Patient lost weight and the physician decided to move battery to new location. Left flank is where battery is now. Physician moved battery from right flank to left flank.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.